Event description:
A report was received from (B)(6) which states: "during cutting the knife does not move. Suction is okay. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received.